Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: an issue occurred during a colectomy procedure. The powered stapling handle and reload were being applied to the colon tissue. During the firing, the staples were deployed and the knife cut the tissue. But the staple line started to leak because the staples did not bind properly onto the tissue. The surgical time was extended by more than thirty minutes. To resolve the issue, a new reload was used with over sewing of the staple line.